Event description:
It was reported that patient had a tka surgery in (B)(6) 2017 with a journey system because she suffered from right end-stage knee osteoarthritis. After receiving the total knee replacement patient experienced severe pain and discomfort which lead to a loosening of the right tibial component. Revision surgery had to be performed in (B)(6) 2018 but patient continues to suffer and is currently treating her right knee with physical therapy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information in: h6 (health effect - impact code and component code). Results of investigation: the devices, used for in treatment, were not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this is a legal complaint that will go through our legal department. All the incoming information will go through there first. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the actual product involved and/or device information, our investigation cannot proceed. Internal complaint reference number: (B)(4).